Manufacturer narrative:
On 12-may-2021, intuitive surgical, inc. (Isi) received the following additional information from the surgeon: the patient was a 33yrs old female patient, weighing 130kgs. There is no information regarding medical or surgical history. It was stated that it was impossible to staple with the sureform 60 stapler instrument. She said that staples were not closing, therefore, a part of the stomach had no staples. It was confirmed that the staples were deployed, and not stuck in the reload. It was confirmed that the instrument was inspected prior to use. The sureform 60 stapler instrument was used for an hour and thirty minutes. The stomach tissue was opened, and several unclosed staples on the stomach had to be removed. The following were confirmed: the tissue was not exposed to radiation or chemotherapy, there was no tissue tension, no tissue bunching, no clamping issues, no obstructions such as clips, staples while firing, and there were no error messages. It was also confirmed that the jaws were not stuck on tissue, and there were a few malformed staples. There was a delay of procedure by 1 hour to remove the staples which did not close, gastric suture and blue test. The procedure was not recorded on video the patient is reported to be recovering well.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an "adverse event and product problem" rather than just a "product problem" as previously reported due to it being reported that the stapler did not deliver staples and, as a result, the stomach tissue remained open requiring unplanned intervention. The surgeon used sutures to close the stomach. Corrected information can be found the following fields: b1, b2, h1, h9, and annex codes.

Manufacturer narrative:
The green sureform60 reload used during the da vinci-assisted surgical procedure were discarded by the site. Therefore, the product will not be returned for analysis and the root cause of the alleged customer reported issue cannot be determined. If additional information is obtained, a follow-up MDR will be submitted. Logs show that sureform 60 stapler instrument part number 480460-09, lot l92201005-0067 fired 10 reloads (7 green followed by 3 blue). All firings were completed per the logs. There were no pauses for compression on any firings (except potentially one firing, the 4th green firing), may have had a very short pause. There were no incomplete clamps in the procedure. No image or procedure video was provided for review. A review of the site's complaint history revealed no additional complaints for this product or event. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, the second sureform 60 green reload did not staple any tissue when fired. The blade cut part of the stomach tissue, but no staples were formed. The staples remained in the cartridge. As a result, part of the stomach remained opened and the surgeon closed it with sutures.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) surgical procedure, the second cartridge that was fired did not staple any tissue. The clamping and firing process went well with no warning message. The blade cut part of the stomach tissue, but no staple was formed. The staples remained in the cartridge. As a result, part of the stomach remained opened and the surgeon closed it with sutures. This caused a delay of around one hour. The technical support engineer (tse) reviewed the system error logs and there were no errors related to the sureform 60 stapler. The tse also confirmed that there was no issue related with the usm on which the stapler instrument was installed. It was reported that the reload was discarded so it will not be returned for analysis. The procedure was completed with no patient harm, injury or adverse outcome due to the alleged product issue. Intuitive surgical, inc. (Isi) has requested additional information regarding this event. However, no further details have been received as of the date of this report.